Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (offensive odor) was confirmed and found to be caused by a connector failure. Service confirmed that part of the front panel was damaged (burnt) where the saline tool is inserted (connector failure). There was no visible damage to the inner parts of the device. There were no functional problems identified. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified therapeutic procedure, coagulation began to smell. The subject device was disconnected, and then it stopped working. It was observed there were burnt stains on the device cover. The intended procedure was completed using another device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the customers reported event (saline connector burned and smelled) was unable to be identified. Olympus will continue to monitor field performance for this device.